Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye, the patient presented with hypopyon 1mm, decreased visual acuity and anterior chamber fibrin. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Cultures were taken and the results were negative. The patient was given an antibiotic injection. In the surgeon¿s opinion, the most likely cause of the event is tass. Patient outcome is reported to be good.